Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to corroded keypad traces. The pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call to report unresponsive buttons on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the buttons did not work and they changed the batteries but it still did not work. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.